Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0210 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "upon injecting saline into the powerpicc solo # 3194355 the patient had a severe allergic reaction upon injection of saline into the catheter, requiring medical intervention. We treated the allergic reaction with medication." It was also reported via ms&s "I have a doctor who just called with a patient having a severe reaction after flushing powerpicc he just placed. He prepped the patient with chlorhexidine, allowed it to dry while setting up his sterile tray. After placing the PICC he used a syringe to pull back to confirm placement with blood return. He then proceeded to inject saline to flush the line and the patient started having the reaction with severe shortness of breath. Could he have injected chlorhexidine from the skin prep?" Ms&s: response explained to the caller that I have seen the incorrect medicine get injected into the line and cause reactions. The reaction occurred after the injection of the suspected "saline". Provided the caller with material of construction for the powerpicc. Powerpicc solo is made of polyurethane catheter, silicone valve in hubs and does not contain any natural rubber latex. Informed the rep that the incident needed to be reported."